Event description:
It was reported the cut function worked, but the coagulation didn't. There was no patient impact.

Manufacturer narrative:
(B)(4). The company representative was to return the product for evaluation. However, as of (B)(4)2012, the generator has not been returned. If the generator is returned the evaluation will be submitted on a follow-up.